Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was unhinged and the hinge mechanism was not working properly, it got stuck in the trocar. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hinge mechanism was stuck while in the patient but did not catch on anything. It finally gave in and was able to get it out of the abdomen and replaced it with a new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed and found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. For clarification, the customer complaint was broken cable. Fa found that the instrument to have a broken conductor wire. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.